Manufacturer narrative:
Product analysis: the epg was analyzed and no faults were found. The device passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no output after making the connections. The epg was returned for servicing. There was no patient involvement.